Manufacturer narrative:
Approximate age of device ¿ 26 days. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to sepsis, stroke, and withdrawal of care. The stroke was in the right basal ganglion region. It was reported that there were no device issues. Additional information was requested regarding the sepsis, but not provided.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported events could not be conclusively determined. Stroke and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.